Manufacturer narrative:
This report has been identified as b. Braun internal report number(B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ecuador: "overinfusion / fast flow" according to the customer: the patient reported that the system had delivered the medication in 32 hours, when it was scheduled to be delivered in 48 hours. The hospital reported that it had three other cases, in two of which delivery occurred within 6 hours and in the other case within 9 hours.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 22n10ged81 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -(B)(4). No abnormality was observed. Received 1 piece of used easypump ii lt 100-50-s-EU/sa. As received condition, clamp clip of the received sample was unclamped, and the wing cap was not attached to the patient connector. No abnormalities were found on the sample during visual inspection. The sample was decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate for received sample was (B)(4). The flow rate of received sample was within the specification of ±15% deviation from nominal flow rate. Fast flow rate at the pump as described by the customer was not observed at the received sample. Referring to the customer description, the system had delivered the medication in 32 hours, when it was scheduled to be delivered in 48 hours. However, the weight of the sample received by bbm is 97.45g. By deducting average weight of emptied article (B)(4) which is 60.00g, there was a remaining volume of 37.45ml. After deduct the maximum retained volume of 3ml, there is approximately 34.45ml solution remains in the pump. With the nominal flow rate of 2ml/hr, the sample is still able to deliver the solution for another 17.23hours (34.45ml / 2ml/hr = 17.23 hours). Hence, the sample is able to deliver approximately as per schedule delivered time of 48hours. Nevertheless, there are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by (B)(4). For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately (B)(4) which means the flow rate will increase from 2 ml/hr to 2.36 ml/hr. Factor 2 folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed. Cause : cause could not be determine the flow rate of received sample was within the specification after sent for flow rate test, which is according to test method (B)(4) under lab condition. Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: not applicable. Justification: not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.